Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient's was implanted on (B)(6) 2016. The patient was having a difficult time since they had to see their health care provider (hcp) for a bladder infection. The patient was given medication for the infection and was following up with the hcp. The patient felt the implant may not be agreeing with their body and was going to with their hcp if it needed to be removed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.